Event description:
Fistula formation at level of junction of ti-base and ipse.max cad screw-retained crown bonded together with miltilink hybrid abutment cement. Glycerine-based oxygen inhibitor (surgilube) used during cure. Fistual occurred at three weeks post placement.

Manufacturer narrative:
According to the photos and the inspection of the restoration the gap between the titanium abutment and the ceramic suprastructure seems smooth. Ther are no remnants of excess luting material. The so called cement gap is not extraordinarily wide. The use of surgilub to avoid the formation of an oxygen inhibition lyer instead of liquid strip is not recommended. There are some controversies whether the presence of chlorhexidine inhibits the curing of the luting material. It is just a hypothesis that this may be cause of the fistula. One photo shows the access to the implant. It is rather obvious that the restoration was inserted very deep in the gingiva. The access is very tight. It seems rather obvious that tissue was trapped (squeezed) during screwing in the abutment. This could be the cause of the formation of the fistula. This could explain the occurrence in two pts independently. It is very unlikely that the restoration of the related materials are the cause of the complaint.